Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event (power switch at front with light-emitting diode (led) was not lit) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the maintenance unit error leakage tester was not working. The issue occurred during preparation for use and the intended procedure was diagnostic. During the device evaluation, the following reportable malfunction was found: power switch at front with light-emitting diode (led) was not lit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error leakage tester not working was confirmed and was due to a loose air gauge which had a worn-out connector socked and air joint unit. In addition to power switch at front with led not lit, the additional evaluation findings are as follows: four suction feet at the bottom had weak suction force, top cover and main chassis had paint scratches and rust, metal pump pillar was rusted, power switch plastic cap had torn off, air pressure low due to faulty air pump unit, and old tubing type was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.